Event description:
Per the surgeon, the pt reported that sound through the implant system suddenly became "quiet" after one year of implant use. Reprogramming was initially successful in improving sound quality and performance. The results of integrity tests done on july 12, 2006 and january 24, 2007 were consistent with normal receiver/stimulator function. The pt continued to report decreased performance and unsatisfactory sound quality. The device was explanted in 2007, due to poor clinical benefit and pain around the implant site. The pt was reimplanted with a new device during the same surgery.